Event description:
Called to report erratic readings with plink meter. Analysis run on clark error grid using mean average reading (246) as ref. Point vs. Bd readings of 375, 166, yielded some data points in the d/c zone of the grid, outside of acceptable limits.